Event description:
A us distributor reported that a monitor will not power up. A us distributor reported that a patient's electrode belt was damaged.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (won't power on) has been confirmed. Upon investigation the monitor was unable to power on. The cause for the failure was isolated to the defibrillator pca and computer/analog board. High voltage travelled to low voltage circuitry, damaging multiple components on the pcas. The root cause for the high voltage travelling to low voltage circuitry could not be positively identified. Device evaluation of electrode belt has been completed. The reported problem (service code 204) has been confirmed. Upon investigation the electrode belt was unable to communicate with a monitor. The cause for the failure was isolated to a shorted esd700 diode array on the distribution node pca. The root cause for the shorted diode array could not be positively identified. No adverse event resulted from the damaged monitor and belt.